Event description:
It was reported that during a coronary procedure, the xience prime stent delivery system (sds) was advanced but could not cross the target lesion. Several pre-dilatation attempts were made, however, the xience prime sds could not cross. A second unspecified stent was used in the procedure. There was no reported adverse patient effect. Although there was a reported prolonged procedure delay due to the failure to cross, there was no reported adverse clinical significance to the patient. No additional information was provided. Return device analysis revealed that the hypotube shaft was separated into two pieces.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. However, the shaft was returned separated. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.